Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID: 6949-58 defib lead, implanted: (B)(6) 2006. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt uncomfortable with presyncope and went to the emergency department. Upon device interrogation, noise was observed on the right ventricle (rv) channel. The rv lead was abandoned and a new lead was implanted. The following day, the physician noted via x-ray that the new rv lead was dislodged. The pocket was re-opened and the abandoned lead was used as back up for pacing while the newly implanted lead was revised. It was then when the physician realized that the old rv lead was unable to pace at 10v resulting in intermittent lead pacing. No patient complications have been reported as a result of this event.